Event description:
The band had been working for about 4 years and until the patient was putting on weight rather than losing it. During a revision procedure, a pin hole was discovered in band (B)(6). The gastric band had to be removed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Fold lines additional information provided: what signs and symptoms did the patient have? Weight gain. How many fills/adjustment had the patient had? 8 fills. What was the approximate volume in band when removed? Thought to be 9 ml. However, when removed, only 4ml came out. How was the problems treated? Surgery? Medication? Non surgery, non medical treatment? Checked port to ensure it wasn't leaking followed by on-table x- ray, followed by laparoscope which discovered pin hole in band. If the problem has not been treated, has a date been scheduled to treat the issue? Treated. What is the current status of the patient? Ok the straight band/balloon with 18 cm of catheter and the tubing strain relief localized on the catheter connection, and the injection velocity port with the locking connector and 5.5 cm of catheter was returned for analysis. Upon visual inspection, it was noted that the buckle from the band/balloon was returned cut on one side most likely performed at the time of band explant. Four fold lines were observed on the balloon. Upon microscopic evaluation, it was observed that a hole of 0.2 mm of diameter was present on the balloon on a fold line. A leak test was performed on the balloon with an unsuccessful result. A leak was found where the hole was observed. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that balloon leakage is listed within the product's IFU as a potential complication specifically associated with the swedish adjustable gastric band qc. It was also noted that fluid loss from the balloon can occur at any time, for a number of reasons, including general deterioration of the balloon over time. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It is also noted that all devices are 100% leaked tested prior to distribution; therefore it is unlikely that a manufacturing issue contributed to the reported event.